Manufacturer narrative:
Pr (B)(4) follow up emdr submission for device evaluation. One photo was received for evaluation. Visual analysis of the customer provided photograph confirmed the reported failure mode (broken mac). A review of the device history record shows that all inspection results passed per the device history record review process and no anomalies were noticed during production. The most probable root cause of the reported failure mode was that the marrow acquisition cradle (mac) was used to puncture bone instead of the ej needle properly mated with the stylet as described in the IFU. As no probable root cause for the reported failure mode could be identified for the manufacturing process a corrective and/or preventive action was not identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
It was reported that while pa was performing the bone marrow biopsy, the area was dense and he had to give some force in order to advance the mac (marrow acquisition cradle). Upon giving force to the mac the metal part of the mac broke away from the white cap and portion of metal created a ¿cookie cutter¿ imprint / cut in pa¿s palm. This was on the second pass of obtaining a core. Pa stopped biopsy at that point and had enough for pathology. Patient wasn¿t hurt. Pa not sure of date. Says he forgot to report to me. He says it was a few weeks ago. I reported today because I was just told of it today. On 1-july-2019 customer response: was any medical intervention required for the pa that was stuck with the needle as it appears to have broken the skin? No is there a sample available for evaluation? No.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that while pa was performing the bone marrow biopsy, the area was dense and he had to give some force in order to advance the mac (marrow acquisition cradle). Upon giving force to the mac the metal part of the mac broke away from the white cap and portion of metal created a ¿cookie cutter¿ imprint / cut in pa¿s palm. This was on the second pass of obtaining a core. Pa stopped biopsy at that point and had enough for pathology. Patient wasn¿t hurt. Pa not sure of date. Says he forgot to report to me. He says it was a few weeks ago. I reported today because I was just told of it today. On 11-july-2019 customer response: was any medical intervention required for the pa that was stuck with the needle as it appears to have broken the skin? No. Is there a sample available for evaluation? No.